Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci radical prostatectomy on (B)(6) 2006 for adenocarcinoma of the prostate. Isi was provided with the patient's operative report. Additional information provided includes partial records from multiple subsequent hospitalizations. There was no indication of a malfunction of the da vinci surgical system, instruments or accessories during the primary surgery. There was no report of an intraoperative complication . On (B)(6) 2006, the patient presented with of urinary leakage through the rectum and was diagnosed with a colovesical fistula. Multiple studies and maneuvers were use to attempt to treat this fistula condition. The patient had to have persistant drainage through a foley catheter. There was stool leaking into his foley catheter bag. He had bouts of infection. The patient developed a dvt as a complication of his condition and required coumadin. He has persistant lower extremity edema. On (B)(6) 2008, the patient underwent diversion of stool through an ileostomy, perineal repair of rectourethral fistula with gracilis muscle flap to allow colo-vesical fistula to heal. On (B)(6) 2008, the ileostomy was taken down. No further information is available at this time.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications following a da vinci surgical procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.